Manufacturer narrative:
The investigation for the reported vascular damage was completed. The impella device was not returned for investigation. As per the clinical notes, resistance was encountered during the insertion of an impella device via the right internal jugular vein while advancing the 23 french sheath. The sheath was subsequently removed from the neck, and the site was closed with a silk stitch, repairing visible vessel damage during a thoracotomy. The cause of the vascular damage issue was most likely patient condition related since resistance was encountered during insertion due to vascular anatomy.

Event description:
The user facility reported a 67-year-old female patient was implanted with an impella device for mechanical circulatory support. The us complainant was placing an rp flex when there was resistance in placement. The placement of the sheath did occur but shortly thereafter the md noted a large collection of blood in the pleural space. The blood was evacuated, and the team believed the pulmonary vein had perforated. The team stitched the damage, and a thoracotomy was performed. The team gave blood products and medical therapy in the ICU and was stabilized.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿